Manufacturer narrative:
The biosense webster failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) concomitant product: smart touch bidirectional catheter, model #: d-1327-04-s, lot #: 17253690m. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter. The catheter had a high force reading being displayed. The catheter was re-zeroed unsuccessfully. When the catheter was removed from the patient's body, it was noticed that the tip was partially separated from the catheter. It was not known if there were any wires or inner parts exposed. There were no catheter parts left inside of the patient&#38112;body. The catheter was replaced. The procedure was completed and there was no patient consequence. The biosense webster failure analysis noted the returned catheter conditions. There was a groove found on the pebax. Pebax was permanently deformed. Small hole found on the pebax. Reddish material found under the pebax. It was confirmed with the biosense webster field representative that this returned condition was the condition initially reported and described as the tip was partially separated. The high force issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The initial reported issue of the tip of the catheter had been partially separated was assessed as reportable malfunction. However, the product has been received and this issue was not observed. Despite the fact that this issue was not noted, the pebax has been observed to be damaged. Therefore, since the pebax integrity has been compromised, this issue has been assessed as a reportable malfunction.

Manufacturer narrative:
An update has been made to the product analysis conclusion as some additional investigation was performed on the returned device. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. The pebax was observed deformed and with a small hole. Per these conditions a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and rupture induced by an unknown object. An internal corrective action has been opened to investigate this type of pebax damage. The device was then evaluated for electrical resistance and the thermocouple test. Catheter failed on both. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Reddish brown material was found on the electrical wires causing the failure on electrode #2. Per catheter thermocouple failure force feature was unable to be test. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Further investigation revealed that catheter pebax area had a mechanical damage and deformation consistent with damage observed on an entangled device. However this issue was not reported on the original complaint nor was confirmed on the subsequent follow ups. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions have been opened to investigate the damaged pebax on smart touch and the tc breakage on the tip section for the smart touch and smart touch sf catheters. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter. The catheter had a high force reading being displayed. The catheter was re-zeroed unsuccessfully. When the catheter was removed from the patient's body, it was noticed that the tip was partially separated from the catheter. It was not known if there were any wires or inner parts exposed. There were no catheter parts left inside of the patient¿s body. The catheter was replaced. The procedure was completed and there was no patient consequence. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Pebax was observed deformed and with a small hole. Per these conditions a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and rupture induced by an unknown object. An internal corrective action has been opened to investigate this type of pebax damage. The device was then evaluated for electrical resistance and the thermocouple test. Catheter failed on both. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Reddish brown material was found on the electrical wires causing the failure on electrode #2 per the catheter thermocouple failure, the force feature was unable to be tested. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions have been opened to investigate the damaged pebax on smart touch and the tc breakage on the tip section for the smart touch and smart touch sf catheters.